Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were red and poofy at the lead insertion site. The patient was to follow up with a healthcare professional (hcp) at an appointment on (B)(6) 2017. It was indicated that the patient was on antibiotics at the time of report. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.